Manufacturer narrative:
H.6. Investigation: one photo of a loose safetyglide needle assembly was received and evaluated. It was observed the shield contained small black foreign matter particles. They appeared to be embedded burnt plastic and seem to be larger than level 3 in size and are rejectable per product specification. One (1) photo was provided by the customer for investigation. The photo shows a safetyglide needle hub assembly in a needle shield. There are dark spots in or on the needle shield. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. H3 other text : see h.10.

Event description:
It was reported that mold was found on the bd safetyglide¿ needle inside the packaging. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "recently we had a disgusting moldy looking needle brand new in packaging come through our family med department at our community peds location".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that mold was found on the bd safetyglide¿ needle inside the packaging. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "recently we had a disgusting moldy looking needle brand new in packaging come through our family med department at our community peds location".